Manufacturer narrative:
Per an internal investigation, the root cause is attributed to the expandable grippers (or clips) in the cassette which become stuck in the open position allowing the tubes to fall out.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that sample tubes intermittently fall from the unicel dxh cassette of the unicel dxh 800 coulter cellular analysis system when the clip that usually holds the tube gets caught. The tubes fall into the drip tray of the mixer area that is designed to catch any leaks. There was no exposure or reports of death, injury or change to patient treatment.